Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that an alert regarding a host pc memory 3 error was occurring which can affect the correct functioning of the system.the device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse replaced the host pc to resolve the reported problem and also replaced the ippc and the hard disk as they were not compatible with the new host pc. After the replacements were done, the software was also upgraded. The replaced host pc was returned for analysis and the part analysis indicated that the issue with dual in-line memory module(dimm). Philips has confirmed that the reported failure is due to a dimm issue. Due to the dimm failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1156-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the host pc. The codes were updated based on the investigation outcome.